Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 14. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and abscess. No further patient complications were reported.